Event description:
(B)(6) - it was reported by the legal representative of the patient that the m94 power wheelchair malfunctioned, and it resulted in the user falling out of the unit and sustaining unspecified injuries. Should we receive additional information, this file will be revised, and a supplemental MDR report will be submitted.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m94, serial number/date code is unknown. The owner's manual part number 1122145, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's a female. However, her age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.